Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her son's insulin pump ran out of insulin and did not alarm that it was empty. Customer also reported multiple lost sensor and weak signal alarms. Customer's blood glucose is 452 mg/dl. The device did not alarm to the empty reservoirs because the setting was turned off. Customer has since turned the setting on. Customer's mother declined troubleshooting for high blood glucose. The weak signal and lost sensor alerts were most likely due to radio frequency interference. Nothing further reported.